Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. No additional adverse patient effects were reported. A new device was successfully implanted.